Event description:
It was reported that stent damage occurred. The 90% stenosed, 2.5mm x 38mm target lesion was located in the moderately tortuous and severely calcified left circumflex artery. A 2.50 x 38 synergy drug-eluting stent was advanced for treatment. However, it was noted that the stent was lifted up. The device was completely removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Device is a combination product. D4: lot number updated from 0022980535 to 0022633024. D4: expiration date updated form 05/108/2020 to 03/02/2020. Device evaluated by MFR.: synergy ous mr 2.50 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with struts lifted along the proximal end. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 2.5mm x 38mm target lesion was located in the moderately tortuous and severely calcified left circumflex artery. A 2.50 x 38 synergy drug-eluting stent was advanced for treatment. However, it was noted that the stent was lifted up. The device was completely removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.